Event description:
The manufacturer became aware of an allegation from an end user, while using the dreamstation bipap avaps30ae of having not enough oxygen and a hole in the humidifier. There was a report of patient death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.